Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6-12f mynx control venous vascular closure device (vcd) struggled to get through a 12 f short sheath at the transition point where peg is housed. The peg appeared exposed. With some bleed-back from the procedural sheath, the peg began to hydrate and expand. Hemostasis was achieved using another mynx control venous device because the device involved in the complaint had pre-exposed sealant prior to full insertion and the sheath was not removed. There was no reported patient injury. The vcd was prepped according to the IFU and was used in an atrial fibrillation ablation. Retrograde approach was used, the operator was mynx certified, and a non-cordis sheath was used. The femoral vein was being closed with ultrasound-guided access and a standard insertion angle of approximately 45 degrees with no issues reported. The device was used according to the instructions for use. The sealant sleeve did not adequately house the sealant, and during insertion, residual blood from the sheath caused the sealant to begin expanding prior to full device insertion. The device was removed from the package via the handle, and the tip with balloon and sealant was not directly manipulated. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.